Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and an alliance ii inflation system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon was inflated in the duodenum without an issue. However, prior to removal, the balloon did not quickly deflate; multiple attempts were needed to fully deflate the balloon. The same cre balloon dilatation catheter and alliance inflation system were used to complete the procedure. There was no alleged malfunction of the alliance inflation system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted sigmoid colon resection the device closed and would not open. It is unknown how the device was removed from the tissue. Unknown how the case was completed. There was no patient consequence.